Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was depleting quickly which led to an unexpected shutdown. Additionally, it was reported that the pump time was inaccurate. Customer's blood glucose level was 240 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.